Event description:
The customer contact reported a battery failure, after several tests. A review of the entire device error log during investigation found n56 (replace battery) alarms. The device alarmed ¿replace battery¿ when powered up on dc power. The battery was replaced, connected to ac power and the ¿change battery¿ soft key was pressed. The device was then powered up on dc and the device passed the self-test, without any alarms. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes. This issue was recently addressed under field safety notice q.fa.emea.2017.001.